Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Precision testing was performed and quality controls were run, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the sample data and determined that the customer did not follow the tube manufacturer's recommendations for centrifugation time and speed. Siemens recommended that the customer handle samples in accordance with the tube manufacturer's specifications. The cause of the discordant, falsely elevated sodium, chloride and glucose results on one patient sample is unknown. The cause of sample tubes not being centrifuged in accordance with the tube manufacturer's recommendations is a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), chloride (cl) and glucose results were obtained on one patient sample on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The patient was sent to an emergency room and a new sample was obtained from the patient. The new sample was tested in an alternate laboratory and the results were normal. The customer repeated the original sample and the results were lower than the initial results and matched the results obtained from the alternate laboratory. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium, chloride and glucose results.